Event description:
Same case as MFR report#: 2134265-2009-02265, 02266, 02267, 02268, 02269. It was reported that during a 4 vessel angioplasty procedure, coating peel-off occurred. The lesions were located in the tortuous internal carotid artery (ica) and external carotid artery (eca). Vascular access site was "nearby carotid" artery. Upon attempting to perform diagnosis, the coating on the zipwire hydrophilic guide wire peeled-off and detached from a portion of the guide wire that was outside the patient's body. Attempts to complete the procedure with 5 additional zipwire hydrophilic guide wire failed as they also malfunctioned in a similar manner. It was reported that no coating was retained in the patient. The procedure was successfully completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "good".